Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the turbohawk atherectomy device during procedure to treat moderately calcified plaque in the mid right superficial femoral artery (sfa).the vessel had moderate tortuosity and exhibited cto (chronic total occlusion-100%). The artery diameter was 6mm and lesion length was 120mm. A non-medtronic 7fr sheath and 7mm spider fx guidewire/embolic protection device were used. IFU was followed. It was reported that the device could not be turned off with thumb switch after multiple passes. The cutter position for removal of the device from the patient is unknown. The procedure was completed with a new turbohawk device. The vessel was post dilated. No patient injury.